Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument jammed and would not fire. The surgeon tore the staple line for the double stapling technique during introduction of a new instrument. A handsewn anastomosis was performed which did not take resulting in a colostomy. Hospital personnel have reported that the device was handled by a second year resident.